Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent bilateral removal and bilateral replacement with two 425cc mentor smooth round moderate profile saline breast prostheses (lot numbers 9547114 and 9520274) on (B)(6) 2021.